Event description:
It was reported that a customer's insulin pump had not been functioning for some time, requiring a replacement. There was no adverse impact to the customer¿s blood glucose level reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.